Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt, there was difficulty positioning the lead due to patient anatomy. The lead was explanted and replaced through a different venous access point. No patient complications have been reported as a result of this event.